Event description:
The customer reported that their device would no longer power on. The customer did advise that they tried multiple batteries and still had the same result. There was no patient use associated with the reported issue.

Manufacturer narrative:
(B)(4): the customer advised physio-control that they were likely going to wait until the end of the year for budgetary reasons, for replacing this device. Physio-control recommended that the customer remove the device from service. The device has not been returned to physio for evaluation. The cause of the reported issue could not be determined.